Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to have excess tissue excised; during the same procedure the abutment was exchange. The implanted device remains. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth on the abutment. Subsequently on (B)(6) 2015, the patient was prescribed oral antibiotics as well as an oral steroid. On (B)(6) 2015, the excess skin was excised and a second course of oral steroids was prescribed. On (B)(6) 2015, the patient was prescribed with a second course of oral antibiotics. On (B)(6) 2015, the excess skin was excised and a third course of antibiotics was prescribed. The implanted device remains.